Manufacturer narrative:
On (B)(6) 2018, the user facility reported that on (B)(6) 2018, the disposable tubing ruptured during use. The hardware unit was returned for investigation and was tested using our standard operating procedures. Upon receipt, we found blood contamination on the roller pump. Otherwise, the unit performed according to our specifications. We were unable to confirm the complaint regarding the ruptured tubing, as the disposable set was not returned for investigation. The unit had not been serviced by belmont since it was shipped to the customer in 2011. No patient injury was reported.

Event description:
The report from the user facility stated: "when using the belmont infuser the tubing ruptured near the coil after being used at 500cc/min for 40 minutes. Flow speed varied but generally was between 200-500cc/min. Blood poured into warming area and we attempted to load new set but could not clean sensors off adequately."